Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device . The reason for call was patient reported they were trying to charge their implanted neurostimulator yesterday, but kept getting rm03 error, and a couple days prior to that they kept seeing a message that said to recharge the implant battery soon. Patient said the controller was at 100% and the implant was at 40% when they started to charge the other day, so they left it recharging for a while, but when they went back to the controller, the battery was still at 40%. Patient said they plugged the recharger into the controller and it would charge, but then would 'cut off' on them and they would have to 'cut it back on' and start charging again, then said it was completely empty (agent had a difficult time following this description).persistent rm03 message, unable to chargeimplant past 30%, and felt the recharger was getting abnormally warm while in use patient tried resetting the controller by removing and reinserting li battery pack, but that didn't resolve the issue. Patient then said now they could only get the implant up to 30% before the controller would give them the rm03 error over and over. Patient confirmed the recharging antenna felt abnormally warm once or twice while charging the implant. The issue was not resolved. A request was sent to the repair department to replace the recharger.

Manufacturer narrative:
H3: product ID 97755-s serial# (B)(6) product type recharger was returned and the analysis results show that scrapped due to being chewed by animal. High reading na low reading na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.